Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
The litigation complaint provided to medtronic on august 23, 2018 reported that on or about (B)(6) 2016, a patient at (B)(6) was using a medtronic ht70 ventilator and the patient¿s endotracheal tube became dislodged. It was further reported that the patient went into hypoxic ischemic encephalopathy, was transferred to (B)(6) and passed away on (B)(6) 2016. The ventilator has not been provided to medtronic for evaluation. Although there is no allegation of the product malfunctioning, this event is being conservatively reported due to a patient death.

Manufacturer narrative:
The ventilator was not returned for evaluation; however, an inspection was performed via a third party. The ventilator passed all tests, determined to be fully functional, and remains in use. It was also noted that per the event logs, on the date of the incident (B)(6) 2016), there was no system failure and no automatic reset. If information is provided in the future, a supplemental report will be issued.